Manufacturer narrative:
Product event summary: analysis found that the programmer turned on normally, but after inserting the radiofrequency (rf) head it im mediately stopped working. As a result the rf head was replaced and the stylus was replaced.

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.